Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that while their first phase efficacy was ok, there was a problem with redness and infection at the implant site after their second phase implant. After consultation with their physician, the implantable neurostimulator (ins) position was ¿replaced,¿ but the phenomenon still occurred with secretion at the wound site. It was stated the ins implant had been ¿replaced¿ four or five times, but the phenomenon still existed. After further consultation with their physician, it was ¿suspected that the lead was infected.¿ the patient¿s entire system was ready to be explanted at the time of report with a consideration to re-implant at a later date. The patient was being observed at home at the time of report; no further complications were reported or anticipated.